Event description:
It was reported that there was a slight reduction in flow that was compensated by increasing the rotations per minute of the left ventricular assist device system. There were several echocardiograms performed and showed a slight increase in left ventricle end diastolic dimension (lvedd). A computed tomography (CT) was performed and showed a narrowing of the outflow graft under the bend relief. The patient was returned to the operating room on (B)(6) 2022. The bend relief was opened and a jelly material was removed from the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
There were not any changes to the patient's anti-coagulation status that may have contributed to the event. There was no thrombus noted in the outflow graft. Following the procedure, all lvad parameters returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed the presence of biological material existing between the outflow graft and outflow graft bend relief; however, the reported event of extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. The account submitted one photograph for evaluation that captured the outflow graft bend relief during the patient¿s revision surgery. The bend relief was cut length wise, exposing a biological material that appeared to exist between the outflow graft and bend relief. It should be noted that the outflow graft could not be observed in the photograph due to the presence of this material. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.